Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap became disconnected from the transfer set while the patient slept. The patient was connected to the transfer set at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.